Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Initial reporter phone number: (B)(6). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device was out of order. Per service report, this complaint can be confirmed. During evaluation, the right lexan cover was found to be broken, the bearing of the left pump head was rusted, tips & rubber feet were worn out and screws were damaged. The repair activities were carried out to resolve the issues. After repair, the device was found to be working according to the specifications. When the device components are broken, rusted, worn out and damaged, the device would not work as expected, therefore faulty parts are the root cause of the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 09/16/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by biomed via phone, that a fms duo+ pump/shaver combo was out of order. No surgical delay or patient consequence reported. No further information available.